Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy procedure, the needle broke into half when the reload was being unloaded. There was no patient injury in this event.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device evaluated concurrently with sustaining engineering. No abnormalities were found during visual inspection and functional testing of the returned product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy procedure, the needle broke into half when the reload was being unloaded. A new instrument was used to complete the case. There was no patient injury in this event.